Manufacturer narrative:
A4: weight - 52.5 kg. The device was returned for analysis. Visual and microscopic inspection revealed that the telescope was kinked, and the imaging window was twisted. The impedance test showed an electrical open distal waveform between 0-10 cm from the distal housing. Media provided by the client that showed the image was missing.

Event description:
Reportable based on device analysis completed on 03feb2025. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. When the catheter was connected to the motor, no image was displayed. The procedure was completed with different device. The patient`s condition following procedure was stable. However, device analysis revealed that the imaging window was twisted.